Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-04183. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within three or more hours after insertion at abdomen on (B)(6) 2025 and (B)(6) 2025, which resulted in elevated blood glucose (473 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The infusion set was in use for three to eight hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.